Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis. The patient's insulin pump locked up for some reason; she then unlocked it and bolused but her blood glucose went up to 500 mg/dl. She was throwing up every hour on the hour. The customer was treated in the ER and will be discharged later in the afternoon. The insulin pump will be returned for analysis due to not delivery properly and a replacement device was shipped to the customer.